Event description:
During an implant procedure, an increase in the pacing impedance and episodes of noise and undersensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of high pacing impedance, undersensing, and noise were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination revealed the helix to be extended and clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examination did not reveal any anomalies.